Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant med products: bwi: carto 3 system (us catalog # unknown, serial # unknown). Non-bwi: st. Jude medical brk-1 xs transseptal needle; st. Jude medical sl1 8.5 french sheath; st. Jude medical agilis med curl 8.5 french sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a surgical intervention. Patient presented to the emergency department reporting symptoms (unspecified). It was noted that the patient showed no visible signs (unspecified). A late pericardial effusion was confirmed via echocardiography. Patient was transferred to the operating room for a surgical intervention. There is no information regarding patient condition, extended hospitalization, or patient outcome. It is unknown at what point during the procedure that the adverse event occurred. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. Sheaths included a st. Jude medical sl1 8.5 french sheath and a st. Jude medical agilis med curl 8.5 french sheath. Generator was set on power control mode at 25-35 watts with a temperature cut-off of 43 degrees celsius. There is no further information regarding generator parameters or generator settings. Power was not titrated. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the site of injury is unknown. Irrigated catheter flow was set at 8 ml/min during low flow and 15 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting time (act) target of 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.